Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open sigma resection procedure. The circular stapling device was being used for the sigma anastomosis. The stapling device was visible in the situs after triggering to 1/3. Bracket row not complete. The staple line was incomplete. The staple line was fixed by over sewing. The anvil could be tilted after firing and the anvil was not bent. In order to resolve the issue and complete the case, performed a hartmann operation. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received no reoperation required. Defective abdominal wall as a result of the colostomy. Post-resection on the intestine was necessary to treat the/correct the damage. The surgical time was extended more than 30 minutes. This event led to or extended the patient hospitalization. The patient outcome is alive, no injury.